Event description:
The patient contacted baxter's technical service center regarding a system error (se) 2240 (air in set) and 2367, which occurred on the homechoice during use during dwell 1. The patient was connected. The baxter technical service representative (tsr) explained the alarms. The patient stated that the bag was not connected and was leaking on the floor. The tsr explained that the therapy was over and new supplies were needed. The tsr reviewed proper procedures per the user manual with the patient and informed the patient to contact the nurse about the air alarm. The patient would start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(6) 2011 regarding the reported se 2240. The patient stated that they resumed therapy successfully after starting over with new supplies. The patient stated that the line came loose and disconnected from the bag. Baxter product surveillance asked the patient if they noticed any visible damage or abnormalities with the supplies that might have caused the disconnection. The patient stated there was nothing wrong with the supplies; they had just not tightened the line enough. The patient could not remember if they spoke with their nurse about the alarm, but stated they noted the alarm in their log for the nurse's review. The patient has been continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was a loose connection. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.